Manufacturer narrative:
The device was returned for evaluation and the customers¿ allegations were confirmed. Additional findings include the following: the bending section cover, the control unit, the grip, the angulation lever, the up/down plate, the right/left plate, switch 1, the light-guide cover glass, the light guide connector, the video connector, and the video connector case all had a scratch; the adhesive on the bending section cover had a chip; and the number of broken wire in the bending tube blade exceeded the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that both errors were caused by breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that before surgery, there was an e216 scope communication error when connected to the ve2 and an e228/229 scope communication error when connected to the ve3 on the endoeye flex deflectable videoscope. There was no impact on the procedure or the patient. There were no reports of patient harm associated with this event.